Event description:
It was reported that the menu button on the infusion device was not functioning. No adverse event was reported. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).